Event description:
It was reported that the implantable pulse generator (ipg) and leads were explanted due to methicillin-resistant staphylococcus aureus bacteremia infection. The ipg and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis, the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076110, lead; implant: (B)(6) 2011. Model: 5076-85, lead; implant: (B)(6) 2011. (B)(4).